Event description:
It was reported that during a treatment with a cartridge, a tear in the heparin line was observed resulting in a blood leak. Blood loss was approximately 50 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye identified a breakage on the heparin line. The reported condition was verified. The cause of the condition could be attributable to the manufacturing process (assembling). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.